Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, which is off-label usage of the device, on 06-21-2024. No data was provided for evaluation. The allegation and a probable cause could

Manufacturer narrative:
(B)(4).